Event description:
Customer reported a problem with touchscreen responsiveness, specifically noting that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided complete pump reset information, and the customer planned to call back to reset the pump and continue troubleshooting.